Manufacturer narrative:
Initial reporter name and address:(B)(6) hospital the device was returned to olympus for evaluation and customer allegation was confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to damage on upward/downward knob, water tightness was lost, due to wear of angle wire, bending angle in the upward direction did not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, adhesive on bending section cover had a chip, electrical-connector had corrosion due to water leakage., upward/downward knob had a scratch, lock engagement lever knob had a scratch, lock engagement lever had a scratch, image guide protector had a cut, switch #1 had a scratch, adhesive around objective lens was peeled, adhesive around light guide lens was peeled, plastic distal end cover had a scratch, connecting tube had a scratch, connecting tube had a wrinkle, due to corrosion on electrical-connector, a noise image occurred, indication on suction-connector was peeled, suction-connector had a scratch, protector of universal cord on control section side had a scratch, protector of universal cord on suction-connector side had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, switch #4 was worn, paint on suction-cylinder was peeled, paint on air/water-cylinder was peeled, right/left knob had a scratch, control unit had a scratch, and switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the air/water flow system on the evis lucera gastrointestinal videoscope had the air/water flow issues at the body control unit (bcu). There were no reports of patient harm associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. The customer confirmed they did not know what the foreign material was. It is possible the endoscope was used for a procedure with the foreign material attached to it. There was no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.